Event description:
The core universal driver was sent for service and it was discovered during testing at the manufacturer that the handpiece oscillates when the reverse trigger is depressed. There was no pt involvement and no adverse consequences associated with the device. This event is being remediated for running in the wrong mode.

Manufacturer narrative:
It was noted during failure analysis testing that the primary failure of the device was a damaged flex strip.